Manufacturer narrative:
Reports are being submitted due to the reported event occurring multiple times. Please refer to the following reports: patient identifier of (B)(6) is related to the first occurrence. Model number: cf-xz1200i, serial number: (B)(4). Patient identifier of (B)(6) is related to the second occurrence. Model number: cf-xz1200i, serial number: (B)(4). This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that water and aspirates came out of the sub water pipe of the colonovideoscope when the patient choked during a case. The issue occurred during an up and lower diagnostic gastrointestinal endoscopy. The sub water inlet cap was used, but it was dripping. A flushing pump was not used during the case. The case was continued and completed. The issue did not occur when using a similar scope and encountering the same circumstances. There was no reported patient harm or impact due to this event.